Manufacturer narrative:
On (B)(6)2023, the product investigation was completed as the complaint device was not returned. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31022636l and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on 03-may-2024. The device evaluation was completed on 15-may-2024. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter and the inner lumen was clotted when the pentaray® catheter was taken out of the body. There was no visible char or thrombus. The lumen had become occluded and saline drip was unable to clear the lumen. The patient was anticoagulated, the activated clotting time (act) was above 400. The procedure was completed and there was no need to replace the catheter. No adverse patient consequence was reported. With the information available, this was assessed as MDR reportable malfunction since clotting and occlusion with lumen present risk to patient for inadequate heparinized saline flow. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation and irrigation test of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed no damage or anomalies in the device. An irrigation test was performed, and during the test, an occlusion was detected. Further investigation revealed that the irrigation tube was bent close to the tip section. A manufacturing record evaluation was performed for the finished device number lot 31022636l and no internal action related to the complaint was found during the review. Since the irrigation tube was found bent, this failure could be related to the irrigation issue reported by the customer; therefore, the customer complaint was confirmed. The bent condition observed could not be determined. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi¿s quality system. During an internal review on 14-may-2024, it was agreed upon that the most appropriate code for this event is obstruction of flow a1409. Therefore, the h 6. Medical device problem code of coagulation in device or device ingredient (a030202) was removed and replaced with obstruction of flow a1409. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter and the inner lumen was clotted when the pentaray® catheter was taken out of the body. There was no visible char or thrombus. The lumen had become occluded and saline drip was unable to clear the lumen. The patient was anticoagulated, the activated clotting time (act) was above 400. The procedure was completed and there was no need to replace the catheter. No adverse patient consequence was reported. With the information available, this was assessed as MDR reportable malfunction since clotting and occlusion with lumen present risk to patient for inadequate heparinized saline flow.